Event description:
It was reported, the threaded stud was found to be broken on handpiece. No other info about procedure, or when problem occurred. No pt consequence reported.

Manufacturer narrative:
Info not provided during initial contact. Info not available, device not returned for analysis.